Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced hypotension. Following a pulsed field ablation procedure in which a farawave ablation catheter was used, the patient experienced hypotension. As a result, prolonged hospitalization was required. No additional information was provided. At this time, it is unknown whether the device will be returned for laboratory analysis.